Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further evaluation. Visual inspection was performed and revealed sealed tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing process. The mechanism that detects the presence of tubes caught by seal was not installed on the new packaging machine. To correct the condition, the awareness training has been provided to appropriate personnel. In addition, a 100% visual inspection is being performed during the packaging process to detect any issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set's line was ¿fused¿. This was identified before use. There was no patient involvement. No additional information is available.